Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient experienced a shocking or jolting sensation. It was noted that the patient lost therapy 2 weeks ago and the patient fell down 8 steps the weekend prior to report. It was noted that impedances with reference at 0 were as follows: 1 ¿ 2065, 2 - 3409, 3 ¿ 4336. It was noted that therapy impedance was ¿??.¿ it was noted that the patient was using program f and increased it up to 10 volts with no patient response. It was noted that the patient went for an x-ray and it showed that the lead had pulled down at least 1.5 vertebral spaces. It was noted that the doctor would revise. It was noted that when the patient laid down post x-ray at 4.5 volts and she had shocking. Additional information received reported that the patient was scheduled for a lead replacement on (B)(6) 2014. Additional information received reported that the patient had undergone a successful lead revision. It was noted that the patient had a good coverage post operation. It was noted that the patient had their first post operation was on the friday after report.

Manufacturer narrative:
Concomitant products: product ID: 3487a, serial# *uk6092370: implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 74001, lot# n251448, implanted: (B)(6) 2011, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).